Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. A proximal type I endoleak involving the trunk-ipsilateral leg component (rlt231418j/13737862) was confirmed on final angiography but the physician decided to monitor the endoleak. The cause of the proximal type I endoleak was reportedly unknown. The patient tolerated the procedure. On an unknown date, a follow-up computed tomography revealed that the proximal type I endoleak persisted. On (B)(6) 2016, the patient underwent an additional endovascular intervention to repair the proximal type I endoleak. A gore® excluder® aaa endoprosthesis aortic extender components were implanted for the proximal extension. It was unknown if the endoleak was resolved. The patient tolerated the additional procedure.